Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received failed battery test alarm with to lose power without warning as well as blank display. The customer¿s blood glucose level was unknown. Customer stated that alarm was not cleared the failed battery test alarm will reoccurred with each new battery inserted. Customer did not received failed battery test. Troubleshoot was performed. The insulin pump will not be returned for analysis.